Event description:
It was reported that the sensor issue was alarming, "cassette not attached." There was unknown patient involvement and unknown patient harm/adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log was reviewed. It was found that there was a cassette not attached properly alarm. The customer's problem was replicated. The cause of the problem was there was contamination found at the downstream occlusion (dso) sensor and latch lock area. The dso sensor and latch lock were replaced to fix the issue.